Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected but not confirmed. No intervention has been performed, although a revision procedure is anticipated. The patient is stable.